Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion exhibiting 90% stenosis located in the distal lad. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. It was reported that the device failed to cross the lesion and that stent deformation occurred in vivo during positioning/ advancement to the lesion. The procedure was not completed. The patient is reported to be alive with no injury.

Manufacturer narrative:
Photo review: photo 1; image shows a portion of a 2.25mm*18mm endeavor resolute shelf carton, the distal and proximal portion of a shelf carton. Deformation is evident to the distal portion of the stent. The mid to proximal portion of the stent is not visible. The lot number printed on the luer of the device corresponds with the lot number on the shelf carton and the lot number printed in gch. Photo 2; image shows a ¿not passing¿ situation statement. If information is provided in the future, a supplemental report will be issued.